Manufacturer narrative:
Pr 11488998 follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the scale is observed to be correctly printed, however, a portion of the ink is slightly lighter than the rest of the scale, verifying the reported incident. A device history review was performed for lot 2411007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Six retained samples were used for additional evaluation. All samples were inspected and the scales were verified to be correctly printed on the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we cannot identify a direct issue, this incident occurred during the marking process. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Graduations and details on the syringes are not very clear and doses are not easy to see.